Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: (B)(4). The model number in d4 is csr135-26pr as indicated in the package label of the subject device instead of that of the device (csr135-26p) distributed in the us. The reported corsair pro microcatheter and corsair pro xs microcatheter were returned for investigation with the concomitant guide wires. [Corsair pro] the concomitant guide wire was inserted inside the corsair pro microcatheter and could not be withdrawn. Microscopic observation of the distal segment of the corsair pro microcatheter found that the tip was torn off at the junction of the polymer tip segment and the strand segment. Traces of torsion were observed on the torn end of the polymer tip. [Corsair pro xs] the concomitant guide wire was inserted inside the corsair pro xs microcatheter, with approximately 100 mm protruding beyond its tip, and could not be withdrawn. Microscopic observation of the tip of the corsair pro xs microcatheter found that the detached tip of the corsair pro microcatheter was partially inside its lumen. Traces of torsion were observed on the proximal segment of the tip fragment of the corsair pro microcatheter. Microscopic observation of the tip of the corsair pro xs microcatheter found that the tip segment was stretched and deformed throughout its length. The corsair pro xs microcatheter was found twisted at the tip segment and the junction of the polymer tip segment and the strand segment. X-ray observation of the tips of the corsair pro microcatheter and corsair pro xs microcatheter revealed that the distal tip fragment of the corsair pro microcatheter was partially inside the corsair pro xs microcatheter lumen. The corsair pro xs microcatheter lumen was reduced in size at the stretched polymer tip due to disarranged strands. Investigation of the returned corsair pro microcatheter suggested that the catheter was torn off at approximately 7mm from the tip. Given the severe damage observed on the polymer tip, it could not be determined whether there was a missing part of the catheter. Lot history review revealed no anomaly relating to the reported case. No other similar product experience report was received from this lot. Based on the obtained information and the investigation outcome, it was presumed that torsion might have been locally applied on the corsair pro microcatheter while the distal segment of the catheter tip was inside the retrograde corsair pro xs microcatheter lumen and got trapped. Consequently, the corsair pro microcatheter was twisted and torn off at the junction of the polymer tip segment and the strand segment. It was concluded that the reported event was not attributed to the product quality. Given the severe damage observed on the polymer tip segment, a possibility could not be completely ruled out that some tip fragments might be left in the patient. CAPA: no CAPA will be taken. The instructions for use (IFU) states: [warnings] 2) do not use this microcatheter in lesions through strut of stent. 12) if any resistance or something abnormal is felt when operating this product, do not continue the operation while the causes are unclear. If it is suspected that the product is not operating correctly, avoid excessive manipulations, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the operation while the cause of the problem is not identified may cause damage to or separation of the catheter, and damage the blood vessel. Life-threatening adverse events may occur.) 13) the microcatheter must always be operated under high-resolution fluoroscopic guidance. Particular attention should be paid when inserting or withdrawing the microcatheter into stenotic areas and narrower vessels than the product. (Abrasion may result in damage or separation of the microcatheter. This may cause vascular injury and perforation, possibly leading to a life-threatening adverse event.) 16) always hold the connector with one hand and turn the microcatheter carefully while regularly releasing the accumulated torsion of the microcatheter. Never turn the microcatheter continuously while holding the connector with both hands or use any other means to apply force. When releasing the accumulated torsion, be sure to open the hemostatic valve on the y-connector. Do not turn the microcatheter in the same direction, either clockwise or counterclockwise, for more than 10 consecutive turns. (Continuing rotation may damage or break the microcatheter or damage the blood vessels. In the worst case, life-threatening adverse events may occur.) [Malfunction and adverse effects] separation

Event description:
It was reported that a percutaneous coronary intervention (pci) was performed to treat a chronic total occlusion (cto) in the segment #6 of left anterior descending artery (lad). An asahi corsair pro microcatheter was used via antegrade approach and an asahi corsair pro xs microcatheter was used via retrograde approach. The tip of the corsair pro microcatheter was torn off due to the interference with a stent. The procedure was paused and the removal of corsair pro microcatheter and corsair pro xs microcatheter was tried. The detached tip of the corsair pro microcatheter was removed while overlapping the tip of the corsair pro xs. The procedure was discontinued and no further revascularization procedure was performed thereafter. It was informed that there was no adverse patient effect associated with this event.